Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) with in first week of the surgery lens rotation was suspected. Additional procedure was performed to reposition the lens from 60 to 27 degrees. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).